Event description:
Event verbatim [preferred term] indication: uterine artery embolisation [off label use], indication: uterine artery embolisation [device use issue], insufficient hemostasis [drug ineffective], placenta accreta [placenta accreta]. Narrative: this is a literature report from product quality group for the following literature source(s): "a case of placenta accreta in pregnancy after uterine artery embolisation for obstetric crisis haemorrhage", the tokai journal of obstetrics and gynecology, 2025; vol:61, pgs:183-188. A 30-year-old female patient received absorbable gelatin (absorbable gelatin), for uterine artery embolisation. The patient's relevant medical history included: "artificial insemination" (unspecified if ongoing); "premature labour" (unspecified if ongoing), notes: from 25 weeks and 0 days to 27 weeks and 6 days of gestation; "premature delivery prophylaxis diaphragm inserted" (unspecified if ongoing); "premature rupture of membranes" (unspecified if ongoing), notes: at 35 weeks and 2 days of gestation; "caesarean section" (unspecified if ongoing); "balloon catheter for hemostasis of the uterus was inserted" (unspecified if ongoing); "extravascular leakage of the contrast agent was observed from the branch of the right uterine artery to the fundus of the uterus" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "recovered" and all described as "indication: uterine artery embolisation"; drug ineffective (intervention required, medically significant), outcome "recovered", described as "insufficient hemostasis"; placenta accreta (medically significant), outcome "recovered". The patient underwent the following laboratory tests and procedures: activated partial thromboplastin time: 33.5 seconds, notes: before surgery; 42.6 seconds, notes: immediately after surgery; 41.6 seconds, notes: before uae; 36.6 seconds, notes: postoperative day 1; 38.5 seconds, notes: postoperative day 2; antithrombin iii: 63 seconds, notes: immediately after surgery; 50 seconds, notes: before uae; 65 seconds, notes: postoperative day 1; 61 seconds, notes: postoperative day 2; blood fibrinogen: 511 mg/dl, notes: before surgery; 173 mg/dl, notes: immediately after surgery; 91 mg/dl, notes: before uae; 262 mg/dl, notes: postoperative day 1; 286 mg/dl, notes: postoperative day 2; coagulation test: 1.02, notes: before surgery; 1.1, notes: immediately after surgery; 0.95, notes: before uae; 0.96, notes: postoperative day 1; 0.95, notes: postoperative day 2; haematocrit: 31.7 %, notes: before surgery; 25 %, notes: immediately after surgery; 15.7 %, notes: before uae; 26.4 %, notes: postoperative day 1; 23.8 %, notes: postoperative day 2; 30.1 %, notes: postoperative day 6; 42.6 %, notes: after 1 month; haemoglobin: 10.3 g/dl, notes: before surgery; 8.1 g/dl, notes: immediately after surgery; 5.1 g/dl, notes: before uae; 9.4 g/dl, notes: postoperative day 1; 8.5 g/dl, notes: postoperative day 2; 9.7 g/dl, notes: postoperative day 6; 14 g/dl, notes: after 1 month; huhner test: negative; mean cell volume: 88.5, notes: (fl) before surgery; 87.4, notes: (fl) immediately after surgery; 87.2, notes: (fl) before uae; 83.8, notes: (fl) postoperative day 1; 85, notes: (fl) postoperative day 2; 92.6, notes: (fl) postoperative day 6; 93, notes: (fl) after 1 month; platelet count: 17.4, notes: ( x 10 2 ul) before surgery; 14.6, notes: ( x 10 2 ul) immediately after surgery; 6.1, notes: ( x 10 2 ul) before uae; 6.9, notes: ( x 10 2 ul) postoperative day 1; 8.2, notes: ( x 10 2 ul) postoperative day 2; 23.7, notes: ( x 10 2 ul)postoperative day 6; 25.1, notes: ( x 10 2 ul) after 1 month; prothrombin time: 11.9 seconds, notes: before surgery; 12.7 seconds, notes: immediately after surgery; 11.3 seconds, notes: before uae; 11.2 seconds, notes: postoperative day 1; 11.3 seconds, notes: postoperative day 2; prothrombin time ratio: 96.9 %, notes: before surgery; 83.7 %, notes: immediately after surgery; 112.2 %, notes: before uae; 106.9 %, notes: postoperative day 1; 112.2 %, notes: postoperative day 2; white blood cell count: 6180, notes: / ul before surgery; 8930, notes: / ul immediately after surgery; 6930, notes: / ul before uae; 10720, notes: / ul postoperative day 1; 10480, notes: / ul postoperative day 2; 7290, notes: / ul postoperative day 6; 5090, notes: / ul after 1 month. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of drug ineffective, placenta accreta. Causality for "indication: uterine artery embolisation" and "insufficient hemostasis" was determined associated to absorbable gelatin (malfunction). Product quality group provided investigational results on (B)(6) 2025 for absorbable gelatin: investigation summary and conclusion: no further manufacturing investigation was required as no valid lot number or returned sample was available. This complaint will continue to be trended. If additional information becomes available, this complaint will be reopened. Follow-up (13may2025): this is a follow-up spontaneous report from product quality complaint group providing investigation results., comment: based on the information currently available, a causal association between the reported event insufficient hemostasis and absorbable gelatin cannot be excluded. Based on the hypothesis of placenta accreta in post-uterine artery embolisation pregnancies, the possibility cannot be ruled out that uterine artery embolisation using absorbable gelatin as a drug may have had some effect on placental growth and finally lacenta accreta occurred.

Event description:
Event verbatim [preferred term] indication: uterine artery embolisation [off label use], indication: uterine artery embolisation [device use issue], insufficient hemostasis [drug ineffective], placenta accreta [placenta accreta]. Narrative: this is a literature report for the following literature source(s): "a case of placenta accreta in pregnancy after uterine artery embolisation for obstetric crisis haemorrhage", the tokai journal of obstetrics and gynecology, 2025; vol:61, pgs:183-188. A 30-year-old female patient received absorbable gelatin (absorbable gelatin), for uterine artery embolisation. The patient's relevant medical history included: "artificial insemination" (unspecified if ongoing); "premature labour" (unspecified if ongoing), notes: from 25 weeks and 0 days to 27 weeks and 6 days of gestation; "premature delivery prophylaxis diaphragm inserted" (unspecified if ongoing); "premature rupture of membranes" (unspecified if ongoing), notes: at 35 weeks and 2 days of gestation; "caesarean section" (unspecified if ongoing); "balloon catheter for hemostasis of the uterus was inserted" (unspecified if ongoing); "extravascular leakage of the contrast agent was observed from the branch of the right uterine artery to the fundus of the uterus" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "recovered" and all described as "indication: uterine artery embolisation"; drug ineffective (intervention required, medically significant), outcome "recovered", described as "insufficient hemostasis"; placenta accreta (medically significant), outcome "recovered". The patient underwent the following laboratory tests and procedures: activated partial thromboplastin time: 33.5 seconds, notes: before surgery; 42.6 seconds, notes: immediately after surgery; 41.6 seconds, notes: before uae; 36.6 seconds, notes: postoperative day 1; 38.5 seconds, notes: postoperative day 2; antithrombin iii: 63 seconds, notes: immediately after surgery; 50 seconds, notes: before uae; 65 seconds, notes: postoperative day 1; 61 seconds, notes: postoperative day 2; blood fibrinogen: 511 mg/dl, notes: before surgery; 173 mg/dl, notes: immediately after surgery; 91 mg/dl, notes: before uae; 262 mg/dl, notes: postoperative day 1; 286 mg/dl, notes: postoperative day 2; coagulation test: 1.02, notes: before surgery; 1.1, notes: immediately after surgery; 0.95, notes: before uae; 0.96, notes: postoperative day 1; 0.95, notes: postoperative day 2; haematocrit: 31.7 %, notes: before surgery; 25 %, notes: immediately after surgery; 15.7 %, notes: before uae; 26.4 %, notes: postoperative day 1; 23.8 %, notes: postoperative day 2; 30.1 %, notes: postoperative day 6; 42.6 %, notes: after 1 month; haemoglobin: 10.3 g/dl, notes: before surgery; 8.1 g/dl, notes: immediately after surgery; 5.1 g/dl, notes: before uae; 9.4 g/dl, notes: postoperative day 1; 8.5 g/dl, notes: postoperative day 2; 9.7 g/dl, notes: postoperative day 6; 14 g/dl, notes: after 1 month; huhner test: negative; mean cell volume: 88.5, notes: (fl) before surgery; 87.4, notes: (fl) immediately after surgery; 87.2, notes: (fl) before uae; 83.8, notes: (fl) postoperative day 1; 85, notes: (fl) postoperative day 2; 92.6, notes: (fl) postoperative day 6; 93, notes: (fl) after 1 month; platelet count: 17.4, notes: ( x 10 2 ul) before surgery; 14.6, notes: ( x 10 2 ul) immediately after surgery; 6.1, notes: ( x 10 2 ul) before uae; 6.9, notes: ( x 10 2 ul) postoperative day 1; 8.2, notes: ( x 10 2 ul) postoperative day 2; 23.7, notes: ( x 10 2 ul)postoperative day 6; 25.1, notes: ( x 10 2 ul) after 1 month; prothrombin time: 11.9 seconds, notes: before surgery; 12.7 seconds, notes: immediately after surgery; 11.3 seconds, notes: before uae; 11.2 seconds, notes: postoperative day 1; 11.3 seconds, notes: postoperative day 2; prothrombin time ratio: 96.9 %, notes: before surgery; 83.7 %, notes: immediately after surgery; 112.2 %, notes: before uae; 106.9 %, notes: postoperative day 1; 112.2 %, notes: postoperative day 2; white blood cell count: 6180, notes: / ul before surgery; 8930, notes: / ul immediately after surgery; 6930, notes: / ul before uae; 10720, notes: / ul postoperative day 1; 10480, notes: / ul postoperative day 2; 7290, notes: / ul postoperative day 6; 5090, notes: / ul after 1 month. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of drug ineffective, placenta accreta. Causality for "indication: uterine artery embolisation" and "insufficient hemostasis" was determined associated to absorbable gelatin (malfunction)., comment: based on the information currently available, a causal association between the reported event insufficient hemostasis and absorbable gelatin cannot be excluded. Based on the hypothesis of placenta accreta in post-uterine artery embolisation pregnancies, the possibility cannot be ruled out that uterine artery embolisation using absorbable gelatin as a drug may have had some effect on placental growth and finally placenta accreta occurred.

Event description:
Event verbatim [preferred term] indication: uterine artery embolisation [off label use], indication: uterine artery embolisation [device use issue], insufficient hemostasis [drug ineffective], placenta accreta [placenta accreta]. Narrative: this is a literature report from product quality group for the following literature source(s): "a case of placenta accreta in pregnancy after uterine artery embolisation for obstetric crisis haemorrhage", the tokai journal of obstetrics and gynecology, 2025; vol:61, pgs:183-188. A 30-year-old female patient received absorbable gelatin (absorbable gelatin), for uterine artery embolisation. The patient's relevant medical history included: "artificial insemination" (unspecified if ongoing); "premature labour" (unspecified if ongoing), notes: from 25 weeks and 0 days to 27 weeks and 6 days of gestation; "premature delivery prophylaxis diaphragm inserted" (unspecified if ongoing); "premature rupture of membranes" (unspecified if ongoing), notes: at 35 weeks and 2 days of gestation; "caesarean section" (unspecified if ongoing); "balloon catheter for hemostasis of the uterus was inserted" (unspecified if ongoing); "extravascular= leakage of the contrast agent was observed from the branch of the right uterine artery to the fundus of the uterus" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "recovered" and all described as "indication: uterine artery embolisation"; drug ineffective (intervention required, medically significant), outcome "recovered", described as "insufficient hemostasis"; placenta accreta (medically significant), outcome "recovered". The patient underwent the following laboratory tests and procedures: activated partial thromboplastin time: 33.5 seconds, notes: before surgery; 42.6 seconds, notes: immediately after surgery; 41.6 seconds, notes: before uae; 36.6 seconds, notes: postoperative day 1; 38.5 seconds, notes: postoperative day 2; antithrombin iii: 63 seconds, notes: immediately after surgery; 50 seconds, notes: before uae; 65 seconds, notes: postoperative day 1; 61 seconds, notes: postoperative day 2; blood fibrinogen: 511 mg/dl, notes: before surgery; 173 mg/dl, notes: immediately after surgery; 91 mg/dl, notes: before uae; 262 mg/dl, notes: postoperative day 1; 286 mg/dl, notes: postoperative day 2; coagulation test: 1.02, notes: before surgery; 1.1, notes: immediately after surgery; 0.95, notes: before uae; 0.96, notes: postoperative day 1; 0.95, notes: postoperative day 2; haematocrit: 31.7 %, notes: before surgery; 25 %, notes: immediately after surgery; 15.7 %, notes: before uae; 26.4 %, notes: postoperative day 1; 23.8 %, notes: postoperative day 2; 30.1 %, notes: postoperative day 6; 42.6 %, notes: after 1 month; haemoglobin: 10.3 g/dl, notes: before surgery; 8.1 g/dl, notes: immediately after surgery; 5.1 g/dl, notes: before uae; 9.4 g/dl, notes: postoperative day 1; 8.5 g/dl, notes: postoperative day 2; 9.7 g/dl, notes: postoperative day 6; 14 g/dl, notes: after 1 month; huhner test: negative; mean cell volume: 88.5 notes: (fl) before surgery; 87.4, notes: (fl) immediately after surgery; 87.2, notes: (fl) before uae; 83.8, notes: (fl) postoperative day 1; 85, notes: (fl) postoperative day 2; 92.6, notes: (fl) postoperative day 6; 93, notes: (fl) after 1 month; platelet count: 17.4, notes: ( x 10 2 ul) before surgery; 14.6, notes: ( x 10 2 ul) immediately after surgery; 6.1, notes: ( x 10 2 ul) before uae; 6.9, notes: ( x 10 2 ul) postoperative day 1; 8.2, notes: ( x 10 2 ul) postoperative day 2; 23.7, notes: ( x 10 2 ul)postoperative day 6; 25.1, notes: ( x 10 2 ul) after 1 month; prothrombin time: 11.9 seconds, notes: before surgery; 12.7 seconds, notes: immediately after surgery; 11.3 seconds, notes: before uae; 11.2 seconds, notes: postoperative day 1; 11.3seconds, notes: postoperative day 2; prothrombin time ratio: 96.9 %, notes: before surgery; 83.7 %, notes: immediately after surgery; 112.2 %, notes: before uae; 106.9 %, notes: postoperative day 1; 112.2 %, notes: postoperative day 2; white blood cell count: 6180, notes: / ul before surgery; 8930, notes: / ul immediately after surgery; 6930, notes: / ul before uae; 10720, notes: / ul postoperative day 1; 10480, notes: / ul postoperative day 2; 7290, notes: / ul postoperative day 6; 5090, notes: / ul after 1 month. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of drug ineffective, placenta accreta. Causality for "indication: uterine artery embolisation" and "insufficient hemostasis" was determined associated to absorbable gelatin (malfunction). Product quality group provided investigational results on 13may2025 for absorbable gelatin: investigation summary and conclusion: no further manufacturing investigation was required as no valid lot number or returned sample was available. This complaint will continue to be trended. If additional information becomes available, this complaint will be reopened. Follow-up (13may2025): this is a follow-up spontaneous report from product quality complaint group providing investigation results. Follow-up (01nov2025): this is a follow-up report from product quality group providing investigation result. Additional information: investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by (B)(6) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability., comment: based on the information currently available, a causal association between the reported event insufficient hemostasis and absorbable gelatin cannot be excluded. Based on the hypothesis of placenta accreta in post-uterine artery embolisation pregnancies, the possibility cannot be ruled out that uterine artery embolisation using absorbable gelatin as a drug may have had some effect on placental growth and finally lacenta accreta occurred.